Event description:
The customer alleged that the disinfectant temperature light was not illuminated. There were no reports of physical complaints. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Actual component evaluated at customer's site. The fse replaced a blown 4a heater fuse. Temperature light now working. The fse ran the wash/disinfectant cycle and reset cycle times/count on machine. The fse informed customer to enter correct times before use.